Event description:
It was reported that during a total abdominal hysterectomy procedure, for approximately 10 minutes and the pad melted off the jaws. A new like device was used to complete the case. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Tissue pad failure. H3 eval summary: the analysis results found the device was returned with the tissue pad melted. Based on the condition of the tissue pad, it appears that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. The batch record was reviewed and anomalies were noted during the manufacturing process.